Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had no longevity estimate for more than a week after implant and that it displayed a pre-implant message. The ventricular fibrillation (vf) detection was turned on. The device remains in use. No patient complications have been reported as a result of this event.